Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post implant of the leads the patient reported a bulgy feeling in their left hand. It was confirmed that the patient had subclavian vein thrombosis with nearly full occlusion. The patient was hospitalized. The leads remains in use. The patient was a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.